Event description:
Prk surgery done at institute have not fully recovered from side-effects of surgery. Blurry vision, floaters, swelling, dry eyes, extreme pain, and halos. The lvi says because my vision is 20/40 that I am a success, but I have lost my job because of my inability to look at a computer screen for extended periods of time and the impact this procedure has had on my life.